Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set under infused. The expected infusion volume was 556ml; however, the actual infusion volume was 626ml before the bag emptied. This was also reported as "should have been infused in 3 hours and it took 3 hours and 50 minutes". The set was filled with an unspecified chemotherapy solution and infused via a spectrum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.